Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer service technician through functional evaluation. A loose trigger magnet was identified inside the handpiece, and is the probable cause of the reported event.

Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.